Manufacturer narrative:
The correct analysis results are now attached. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve showed stable values around 400 ohms between (B)(6) 2019 and (B)(6) 2019. The shock impedance remained stable in the same period at approx. 60 ohms. The sensing values showed no peculiarities and were slightly fluctuating between 7mv and 10mv. The pacing threshold measurements were around 0.6v with two peaks at 3v and 2v. The provided iegm freezes showed simultaneous artifacts on the farfield as well as on the right ventricular channel as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 62 months after the implantation oversensing with artifacts was noted. Lead damage was suspected. The lead was capped and a new lead implanted.